Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the misplacement of the screw was confirmed. The clinical/medical investigation stated that, this complaint from south africa reports an intra-operative event (B)(6) 2020, where the lag screw and the compression screw completely missed the metatan nail. No medical documentation will be forthcoming, however, two x-rays have been submitted for review. First, ¿during the insertion, while drilling with the starter drill for the compression screw, the tip of the starter drill broke off. The surgeon, managed to remove the broken off tip of the proximal lag screw.¿ ¿the screw/screwdriver seemed to be catching on something but the screw was inserted. No problem inserting the compression screw.¿ ¿post-op x-ray shows that the lag/compression screw combination has missed the nail¿ the patient was taken back to surgery (B)(6) 2020. ¿the surgeon removed the misplaced lag screw and the compression screw, without removing the distal screws or nail and reinserted new proximal screws without incident. The same instrument set was used in the subsequent surgery. The impact to the patient beyond the additional surgery and recovery cannot be determined. In conclusion, based on the available information, the root cause of the misplacement of the two screws cannot be concluded. However, user error cannot be excluded, at this time. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to procedural variance or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a patient with a 1/3rd femur fracture was operated on (B)(6) 2020. Metatan nail (11.5mm x 42cm) was inserted with 85mm/ 80mm lag/ compression screws and 35mm & 40mm distal screws. During the insertion, whilst drilling with the starter drill for the compression screw, the tip of the starter drill broke off. The surgeon, with a little effort, managed to remove the broken off tip of the proximal lag screw. The screw/ screwdriver seemed to be catching on something but the screw was inserted. No problem inserting the compression screw. Lateral post-op x-ray shows that the lag/ compression screw combination has missed the nail. The patient was operated again on (B)(6) 2020. The surgeon removed the misplaced lag/ compression screws, attached the metatan jig without removing the distal screws or nail and reinserted new proximal screws (product code 71642680, batch no 19dt19274) without incident. The same instrument set was used (B)(6) 2020 as was used (B)(6) 2020.